Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the device is not blowing air. During the evaluation of the device, the pca electrical damage, ui bezel plus contamination, blower outlet seal/isolator kit contamination, auto CPAP advance w/ modem by change error 170 and burned with heater plate contaminated. The device was repaired and returned. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.